Event description:
It was reported that a pt underwent a sling procedure in the hammock position. Postoperatively, the pt developed a slight hematoma in the retzius space, on the pt's right side, behind the inferior pubic bone. The surgeon opines that the hematoma was caused by laceration of a vessel with the introducer. One hour postoperatively, the hematoma was drained.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should addtional information be obtained, a supplemental 3500a form will be submitted accordingly.